Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am one week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("dyshidrotic eczema on their hands/I get those all the time"), arthralgia ("the hip pain that I have had everyday for over 10 years was gone"), alopecia ("my hair has stopped falling out"), swelling ("swelling nos"), abdominal rigidity ("many of us get flutters, spasm") and abdominal discomfort ("many of us get flutters"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, dyshidrotic eczema, swelling, abdominal rigidity and abdominal discomfort outcome was unknown and the arthralgia and alopecia had resolved. The reporter considered abdominal discomfort, abdominal rigidity, alopecia, arthralgia, dyshidrotic eczema, medical device removal and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am one week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("dyshidrotic eczema on their hands/I get those all the time"), arthralgia ("the hip pain that I have had everyday for over 10 years was gone"), alopecia ("my hair has stopped falling out"), swelling ("swelling nos"), abdominal rigidity ("many of us get flutters ,spasm") and abdominal discomfort ("many of us get flutters"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, dyshidrotic eczema, swelling, abdominal rigidity and abdominal discomfort outcome was unknown and the arthralgia and alopecia had resolved. The reporter considered abdominal discomfort, abdominal rigidity, alopecia, arthralgia, dyshidrotic eczema, medical device removal and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.